Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered outside of the pt's body. The lesion being treated was in the circumflex artery. The physician successfully deployed the taxus express2 8.8% 3.5 x 28 mm drug eluting stent. The balloon was deflated and withdrawn from the stent without incident. When the balloon got to the tuohy, the balloon was difficult to remove. The physicians were able to remove the balloon and examined it outside the body. The physician noticed fluid in the balloon and reinflated the balloon on the back table. The physician was then unable to deflate the balloon. There were no pt complications as this occurred outside of the body.